Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on (B)(6) 2011 "directly" after an elevate anterior device was implanted, the patient had "pain in the hip flexor and butt area." She was also unable to abduct or adduct her leg. This did not subside over the next several days. The patient was referred to another physician who determined surgery was the best option; the surgery date is unknown. He found the apical arm of the mesh to be under extreme tension on the right side and he "cut" it. Several centimeters of mesh was removed from the patient's right side. The physician thought that "it may have been in the obturator canal." The patient was "better directly after surgery and is improving daily."